Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5328544. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter safety failure prior to use. The pink safety shield fell off when the package when opened for use. No injury, medical intervention or mucous membrane exposure.